Manufacturer narrative:
Investigation: examination of the items subject to complaint indicates that the fractures observed are most likely not attributable to a manufacturing defect. In both cases, significant corrosion damage and structural defects were identified, which significantly weakened the material. The advanced age of the instruments, the possible exceeding of their intended life cycle, and inadequate reprocessing and drying processes are significant contributing factors. In addition, the damage patterns indicate that mechanical overload and inadequate visual inspection prior to use cannot be ruled out. Overall, the available findings suggest that the damage was caused by a combination of material fatigue, corrosion and user errors. Consistent compliance with the IFU and reprocessing instructions is crucial to ensure the functionality and safety of the instruments throughout their entire life cycle. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the instruments broke off during use. The surgeon was able to end the surgery in a normal way, without any delay. There were no consequences for the patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. This event is filed under internal complaint ID (B)(4).